Event description:
It was reported that the customer was in a car accident and hospitalized due to hypoglycemia. The reported blood glucose reading was 60 mg/dl. Troubleshooting was performed. The insulin pump was programmed correctly. The insulin pump alarmed no reservoir during the displacement test. The customer last changed her infusion set on the day of the event, and she was disconnected during priming. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The reservoir tube was cracked. After testing, it was concluded that the device operated within specifications.